Event description:
Per the clinic, the patient experienced poor device performance since activation with an open electrode at e21 and several apical electrodes disabled due to lack of auditory percept. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.